Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker noted. (B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer was not able to deliver a bolus due to buttons not responding. Customer was eventually able to deliver a bolus, but numbers continued to scroll. Customer's blood glucose was 193 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.